Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after a procedure where this device was implanted, the patient experienced multiple surgical revisions, excision, recurrence, lysis of adhesions and chronic pain. After treatment, the patient experienced revision surgeries.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, fluid collection, seroma, infected mesh, adhesions of mesh to small bowel, fistula, base of mesh was free and elevated, mesh erosion, bowel obstruction, seropurulent fluid, abscess, chronic pain, swelling, nausea, vomiting, and eventration of mesh. Post-operative patient treatment included revision surgeries, excision of mesh, lysis of adhesions, and repair of hernia with mesh, abdominal wall exploration, drainage of fluid collection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right incisional hernia. It was reported that after a procedure where this device was implanted, the patient experienced recurrence, fluid collection, seroma, infected mesh, adhesions of mesh to small bowel, fistula, base of mesh was free and elevated, mesh erosion, bowel obstruction, abscess, chronic pain, swelling, nausea, vomiting, perforation, inflammation, and eventration of mesh. Post-operative patient treatment included CT-scan, ultrasound, revision surgeries, excision of mesh, lysis of adhesions, and repair of hernia with mesh, abdominal wall exploration, ileal loops, medication, drainage of fluid collection. Relevant tests/laboratory data: (B)(6) 2012: op note stated CT scan showed large fluid collection around mesh which appeared to be chronic seroma. (B)(6) 2014: abdominal CT showed fat containing umbilical hernia, large right abdominal wall defect at site of prior repair with herniation pf small and large bowel (B)(6) 2014: ultrasound of ruq showed apparent recurrence of hernia, hernia sac with small amount of fluid (B)(6) 2014: abdominal CT scan showed recurrent right flank hernia, with ileal loops as well as ascending colon adherent to hernial sac. (B)(6) 2016: abdominal CT showed large right-sided abdominal hernia containing right colon and loops of small bowel, interval resolution of large fluid collection near previous repair.

Manufacturer narrative:
Additional information: b5, b7, h6 (patient codes, device codes), additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. Additional information was received indicating this device was implanted on a different date and was not involved in the reported issue. No further reports will be sent for this product event. If information is provided in the future, a supplemental report will be issued.